Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2017 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. The returned battery cap was unable to fully tighten due to damaged threads and was difficult to remove. The battery cap contact height and width measurements were found to be within specification; a test cap attached to the pump but continued to spin in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.